Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a hip arthroplasty utilizing a straight broach handle on (B)(6) 2016. During the procedure, while hitting the strike plate, the spring of the broach handle fractured and the pin became loose. No fractured pieces fell into the patient's wound. The procedure was completed with another device. There was a delay in procedure of approximately thirty (30) to forty-five (45) minutes.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 1825034-2016-02285.